Manufacturer narrative:
Siemens is filing this report in an abundance of caution as the customer alleged that patient care was delayed due to hardware and software issues on the atellica ch 930 analyzer. Report number mw5090037 did not contain any information about the customer and it did not contain analyzer-specific information regarding the atellica ch 930 analyzer. The model number provided in the report is the global trade identification number (gtin) for the atellica ch 930 analyzer. There is insufficient information to investigate the issues vaguely mentioned in report number mw5090037. Initial reporter information contains the information on the cover page of the fax that notified siemens of report number mw5090037. No further evaluation of this device is required.

Event description:
On 08-oct-2019, siemens was informed of a report (mw5090037) that was received through FDA's medwatch program. In this report, the customer alleged that patient care was delayed due to multiple hardware and software issues on the atellica ch 930 analyzer. The customer did not provide any further information regarding the delay in patient care or the issues that they experienced. There are no known reports of patient intervention or adverse health consequences due to these issues.